Manufacturer narrative:
Manufacturing review: no manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder. There were no manufacturing abnormalities that may have contributed to this complaint. Investigation summary: the device returned was one 10 fr d/l leonard catheter with surecuff. Functional and visual evaluations were performed. The investigation is confirmed for (B)(4) - ext burst w/o embo and unconfirmed for (B)(4) - ext leak/break/split w/o embo. As the w-shaped damage on the white extension leg is consistent with burst damage. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the nurse tried to flush the line and it was reportedly occluded. The nurse had the patient turn their head and cough and was then able to push the plunger some. The nurse applied a little more pressure and the white lumen popped. The line was removed and PICC was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: no manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures, inspection procedures, as documented in work order. There were no manufacturing abnormalities that may have contributed to this complaint. Investigation summary: the device returned was one 10 fr d/l leonard catheter with surecuff. Functional and visual evaluations were performed. The investigation is confirmed for 1074m - ext burst w/o embo and unconfirmed for 1250c - ext leak/break/split w/o embo. As the w-shaped damage on the white extension leg is consistent with burst damage. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse tried to flush the line and it was reportedly occluded. The nurse had the patient turn their head and cough and was then able to push the plunger some. The nurse applied a little more pressure and the white lumen popped. The line was removed and PICC was placed. There was no reported patient injury.